Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported blank display. The incident was reported via phone call. The customer stated that he needed help with his pump and believed it was electrostatic discharge. He stated that the pump would not respond to anything and it happened a couple of times in the past. The customer used (B)(6) batteries. The following were noted in the pump history: battery out limit, no delivery, low reservoir, weak battery, low battery and bad battery. He refused to troubleshoot for the battery issues. He was advised to call if to report issues in the future. Blood glucose at the time of incident was 204mg/dl. Troubleshooting was able to resolve the issue. The display returned. The device was not returned for analysis.